Manufacturer narrative:
Follow up is ongoing with the hospital in order to confirm the device availability for evaluation. Additionally, an engineering investigation will be completed in order to consider any potential factor that may have contributed to this complaint. Device availability unknown.

Event description:
As reported, during use in a patient treated for aneurysm rupture, the thermistor manifold broke through at the male luer and remained trapped in the stopcock of the central line. It could be removed with a tweezer. This thermistor was changed in order to solve the issue. There was no allegation of patient injury reported.

Manufacturer narrative:
Upon further review, investigation codes were updated in order to better reflect the nature of the finding.

Manufacturer narrative:
Based on further investigation in the CAPA, the root cause was related to product design. Corrective actions are in implementation phase to perform a design change and a feasibility test in order to eliminate the cause of the non-conformity and prevent recurrence of this condition. Additionally, a product risk assessment was performed. On the other hand, the manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
One thermistor manifold was received by our product evaluation laboratory for a full evaluation. The report of "manifold broken" was confirmed. The luer connection for central venous catheter of volumeview manifold had been completely broken off. Broken male luer was not returned. Cross surface of broken luer was rough and uneven. No other visible damage was observed from returned unit. Additionally, an engineering investigation will be completed in order to consider any potential factor that may have contributed to this complaint.